Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed to replace broken nailing. Patient felt a pop around her knee and had a sudden increase in pain around her knee and fracture site one month post primary surgery.